Manufacturer narrative:
Conclusion code: field left blank. No available code for undetermined or unknown cause. The reported channel error was confirmed. Physical inspection noted the device to be in good condition. The device error log shows the last recorded channel error event occurred on (B)(6) 2015. The error code 240.4150.0 (bottle side (upper) pressure sensor failure) was recorded at 5:43am, 5:44am, 5:46am, 1:12pm and 3:50pm. The error code was recorded having occurred five times on (B)(6) 2015 and four times on (B)(6) 2015. When powered on with no set installed the pump module immediately alarmed with ¿check IV set¿ which can be an indication of a pressure sensor failure. The upper pressure sensor¿s output was found to be elevated at 4.9658v. When temporarily replaced with an in-house test sensor and retested, the expected voltage of 1.000v +/- 0.050v was achieved with an actual value of 0.9719v. The proximate cause for the 240.4150 error event is a malfunctioning bottle side (upper) pressure sensor. The root cause for the pressure sensor malfunctioning was not identified.

Event description:
The customer reported a channel error occurred during patient use.